Event description:
Temporal artery thermometer used on pt for 8hr temp. Noted at 99-100 degrees f. Pt demonstrated signs of fever (hr increased to 150, b/p increased, rigors). Rectal temp noted to be 104.9 f. Pt required intubation.